Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The x2 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.

Event description:
It was reported that a minimum fill notification occurred after filling a re-used cartridge with 250 units of insulin. The customer¿s blood glucose level was 241 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.